Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the hemi wore through the pelvis. Stable femoral component. Simple conversion to total due to acetabular wear.